Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(6) study. It was reported that the patient died. In (B)(6) 2017 the patient was referred for cardiac catheterization and the index procedure was performed. The target lesion was located in the proximal left anterior descending artery (lad) with 80% stenosis and was 16 mm long with a reference vessel diameter of 2.6 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 24 mm study stent with 0% residual stenosis. The next day, the subject was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient died. The primary cause of death was cardiac arrest.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that myocardial infarction, stent thrombosis and target vessel revascularization occurred. In (B)(6) 2017, the subject presented to the emergency department with the complaint of left chest pain radiating to back associated with shortness of breath and diaphoresis. The subject had difficulty breathing on minimal exertion since 5 days. The subject was treated with heparin and aspirin. Electrocardiogram (EKG) revealed normal sinus rhythm, st depression and t wave inversion in anterolateral leads, right bundle block. Cardiac enzymes were noted to be elevated (peak troponin: 33.56 ng/ml). The subject was diagnosed with non st-elevated myocardial infarction (nstemi) and was referred to internal medicine for further observation and cardiology consultation. The following day, the subject had a nephrology consultation for end stage renal disease (past medical history), it was suggested to perform hemodialysis at lower blood flow rate and longer time because of myocardial infarction. Cardiology was consulted, considering the abnormal EKG and elevated troponins, subject was referred for cardiac catheterization. The following day, subject had dry heaves and requested to postpone the procedure to next day. The following day, the subject was in cardiac catheterization lab and had an episode of hypotension so central line was placed and cardiac catheterization was aborted. The subject was transferred to the intensive care unit. The subject underwent hemodialysis due to hyperkalemia but fistula was clotted. Temporary dialysis catheter was placed, and underwent dialysis without incident. During evening, the subject underwent cardiac catheterization. During cardiac catheterization, the subject went into pulseless electrical activity (pea) arrest. Cardiopulmonary resuscitation was performed and the subject was intubated. The subject was successfully resuscitated. The subject then went into stable ventricular tachycardia and amiodarone was started. The 90% diffuse in-stent hazy stenosis with filling defect consistent with thrombus of proximal left anterior descending artery (lad) to mid lad was treated with pre-dilation and placement of 3.0 x 30 mm non-bsc stent and 2.5 x 12 mm non-bsc stent in an overlapping manner. Following post dilatation the residual stenosis was 0% with timi 3 flow. The patient continued to have repeated pea cardiac arrest. Attempts made to resuscitate the subject were unsuccessful. The subject¿s family was informed and decision made to stop resuscitation efforts. On the same day, the subject expired. The primary cause of death was cardiac arrest.